Event description:
The patient's pump pocket became edematous. Seventy ml of cloudy fluid was aspirated on (B)(6) 2010 and 160 ml of fluid was aspirated on (B)(6) 2010. It was determined that the patient had a (B)(6) infection. The pump and catheter were explanted. The patient was placed on oral keflex. The patient recovered without sequela. The medications being delivered via the device system were dilaudid, bupivicaine, droperidol, and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).